Event description:
It was reported that the display of the device turned whit while the device was in use on a patient. It was reported that the ventilation operation was continuing.

Manufacturer narrative:
The device was examined by the local service organisation. The reported behaviour could not be reproduced. The log file of the affected device was made available for further investigation. The log file analysis showed no technical failure regarding the display. Based on the log file the failure could not be reproduced. The reported behaviour could be caused by an interrupted or disturbed data transmission from the central control board to the display. In this case the display data signal could be intermittent while the voltage for background illumination is still available leading to the reported white screen. A reason for this could be a temporary problem with loose cable connection or contact fitting. In case the data transmission is interrupted or disturbed no content (curves, alarms) is visible on the display and no settings changes are possible (touchscreen shows no elements). The ventilation is not affected by this issue, as it was reported in this case. Optical alarms by led and acoustical alarms by speaker were not affected by this issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.